Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that loosening of patella component due to failure of bone ingrowth, (B)(6) 2007 office visit x-rays indicated loosening.